Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high capture threshold was observed. The patient was scheduled for a lead revision. When repositioning was unsuccessful, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that prior to the procedure, micro-dislodgement was observed.